Event description:
It was reported that a patient presented in-clinic. Upon interrogation, it was found that prior capacitor maintenance on the patient's implantable cardioverter defibrillator was slow to charge, and the maintenance had timed out. In office, the maintenance was attempted again, and the capacitor maintenance timeout occurred again due to slow charging. Surgical intervention was planned but was not reported to have been completed. No patient consequences or symptoms were reported.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator was explanted and replaced on 12 apr 2022. The device was also reported to have exhibited an additional, unspecified malfunction, and the ICD was explanted for this issue as well. No additional patient consequences were reported.

Manufacturer narrative:
The reported field event of long charge time was confirmed. Review of device data showed that charge time out occurred. Charge time out was also confirmed on the bench. The device was able to charge lab high voltage capacitors normally. The high voltage capacitors were sent to the manufacturer for analysis. The analysis from manufacturer did not find any anomalies. The cause of the charge time out remains undetermined.